Event description:
Noted steri strip pulling PICC line away from skin. Stepped away to find PICC catheter broken in bed. Staff reported that this catheter had issues week before.======================manufacturer response for PICC line, first PICC s/l (per site reporter).======================notified rep and removed that lot number from service.what was the original intended procedure?movement of PICC placement.